Event description:
It was reported that during a septation procedure, the device was leaking. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the bdu cpu pcb. The unit passed extended self testing.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.